Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned to evaluate the report of an lec 1260 error code. The device was received in a fair condition with damaged housing and scratched screen. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To investigate the reported event, the device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The circuit board was replaced. No further actions taken.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited lec 1260. No adverse effects were reported.